Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The 90% stenosed lesion being treated was located in the highly calcified, severely tortuous mid circumflex (cx). The lesion was predilated with a 3.0x15mm maverick balloon, inflated to 14 atm for 47 seconds. The physician deployed a 3.50x24mm taxus express2 drug eluting stent, inflated three times to 0-16 atm for 11-47 seconds. During removal of the stent delivery balloon, withdrawal resistance was experienced due to the calcification and tortuosity of the vessel. The balloon was successfully removed. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
.